Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "io (intraosseous) needle was being removed and broke off in the patient's left humerus. The patient went to theatre for successful surgical removal".

Manufacturer narrative:
Qn#(B)(4). Correction: section d.1 brand name corrected to ez io 45mm needle set + stabilizer from vascular unknown dummy material and section d.2a common device name corrected to needle, hypodermic, single lumen from ezio intraosseous needle from ezio intraosseous needle.

Event description:
It was reported that: "io (intraosseous) needle was being removed and broke off in the patient's left humerus. The patient went to theatre for successful surgical removal".

Manufacturer narrative:
(B)(4). The customer returned one cannula and cannula hub from an ez-io 45mm needle + stabilizer kit. Visual inspection of the sample revealed the cannula was broken and a portion of the cannula was missing. In order for the stainless-steel stylet and cannula to experience this failure mode, there must have been a large amount of excessive force applied during use to create the severe break observed. It appears that unintentional user error caused or contributed to this event. There-fore, the root cause is unintentional user error - undue force. The total length of the cannula measured approximately 1", which is not within specifications of 2.047-2.067" per cannula product drawing. This indicates at least 1.047" of the cannula was separated and not returned. The outer diameter (od) of the returned cannula measured 0.0710", which is within specification of 0.071-0.073" per cannula product drawing. A review of the certificate of compliance was performed using a potential lot number from sale's history. For products manufactured by a third-party supplier, a review of the certificate of compliance is considered equivalent and can be performed in lieu of a DHR review. A review of the potential certificate of compliance was performed with no relevant findings available. The ez-io needle IFU states, "squeeze trig ger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." The IFU also warns "if the cannula or needle set breaks during or after placement in the patient, attempt to grasp the cannula that remains in the patient with a hemostat and remove by gently pulling while simultaneously rotating. If broken cannula is not accessible, obtain x-ray and have physician determine if and how it should be removed as a foreign body." The attached certificate of compliance (part of DHR) certifies that the mentioned potential lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso. A review of the potential certificate of compliance/device history record found that the needle set passed all the release criteria. The complaint is confirmed based on the customer's returned sample. Visual inspection revealed that the 45mm ez-io needle set was broken and missing a portion. It was determined that there was sufficient evidence to confirm that this damage was the result of misuse. In order for the stainless-steel stylet and cannula to experience this failure mode, there must have been a large amount of excessive force applied during use to create the break observed. It appears that unintentional user error caused or contributed to this event. Therefore, the root cause is unintentional user error - undue force. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that: "io (intraosseous) needle was being removed and broke off in the patient's left humerus. The patient went to theatre for successful surgical removal".